Event description:
It was reported that during a procedure, the doctor tried to remove the blade from the device due to, he felt it was not cutting properly. The 4-40 stud from the hand piece broke off inside the device, another device was used to complete the case. No patient consequence.